Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B) (4) has been completed. The reported problem was confirmed. The cause for the battery fault/charger fault was a defective charger. The cause for the defective charger was a combination of defective components. The charger was found to have a defective pnp low sat transistor (component q1), three defective 6a 40v schottky rectifiers (components d4, d13 and d14) and a defective power unit. The root cause for the defective components cannot be positively identified. No adverse event resulted from the damaged components. The patient was provided with a replacement charger.

Event description:
During a review of a (B) (6) male patient's download, zoll lifecor customer support detected several battery charger fault flags occurring on both of the patient's batteries. Support issued the patient a replacement charger.